Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump emitted loss of prime due to an empty cartridge at night on (B)(6) 2014, and the basal stopped at 11:13pm. The reporter stated that the cartridge had insulin in it (about 20 units) and was able to prime and went to bed. The reporter stated that the pump was alarming all night that the pump not primed. The patient¿s blood glucose (bg) was 410mg/dl with stomach feeling weird. The patient is currently on an alternate insulin delivery. This report is being made due to the hyperglycemic event the patient experienced due to an inadequate response to pump alarm.

Manufacturer narrative:
The pump has not been returned to animas. When evaluation is complete a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to pump).

Manufacturer narrative:
Follow-up #1 date of submission 04/10/2014. Device evaluation:the retained cartridge was evaluated by product analysis on 03/27/2014 with the following findings:the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.